Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the cup was mal-positioned and needed to be revised with zimmer-biomet cup. The stem was left and a new cocr 36mm head was implanted.